Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 675 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 5/28/21 with the issue resolved and no permanent damage. Customer alleged that receiving fluids in hospital resulted in pulmonary edema and that hospital stay also resulted in high blood pressure. System check with tandem technical support confirmed the pump was functioning as intended.